Event description:
Additional information indicated that the system will be explanted, and patient will undergo a trial to address new pain for the mid left thoracic muscular back pain. The current system is effective for the targeted pain pattern which is mid right thoracic back pain. As such, this report is no longer reportable.

Manufacturer narrative:
Manufacturing reference number 3006705815-2024-00979 should not have been reported as a medical device report (MDR) as additional information has indicated that the system is being explanted to address new pain and is thus no longer reportable.

Event description:
It was reported that the scs system could be causing additional muscular pain. Stimulation was turned off; however, the pain did not resolve. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.